Manufacturer narrative:
Final device analysis revealed that the pump was running dry for a long duration (40 months).

Event description:
The manufacturer rec'd a returned product with no accompanying information. The manufacturer's device registry system showed the pt expired in 2003; the hcp substantiated the pt's death. The hcp is not sure whether the pt's death was related to the device, but does not believe so. The drug contained in the pt's pump was morphine (unknown concentration/dose). Additional information has been requested, but was not available at the time of this report.